Event description:
Customer reported a light anesthesia case. There was no reported pt injury. Investigation/conclusion: the customer reportedly uses drager manufactured vaporizers on the modulus se anesthesia machine. Use of the unauthorized vaporizer can create a leak condition. As stated in the attached medical device advisory, as well as in the modulus se operation and maintenance manual, only ge selectatec-style vaporizers are authorized to be used on ge healthcare manufactured anesthesia machines. A preoperative check of the equipment, such as the FDA checklist or that which is contained in the modulus se operation and maintenance manual, as designed to pick up a leak condition.

Manufacturer narrative:
Unit was manufactured in 1997; exact month could not be determined.